Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's trial procedure on (B)(6) 2019 was abandoned due to leg pain experienced when inserting the lead. The pain resolved after the procedure.